Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the fenestrated bipolar forceps were not generating cautery when initiated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "instrument would not generate cautery when initiated". The instrument was found to have a broken conductor wire at the proximal end. The location of the break was near the main tube/roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to manufacturing. A review of the site's complaint does not show any additional complaints related to this product and/or this event. Part 471205-17/n11210329 0474 associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 on system (B)(4), with 10 lives remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.